Manufacturer narrative:
Characters limit is exceeded at facility name: (B)(6). A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
At 8:18 am on (B)(6) 2026, a nurse experienced leakage while preparing to flush the catheter using jierui pre-filled flushing solution (10ml) connected via a connector. Upon separating the connector for pre-filling, it was discovered that the connector's septum was collapsed inward. After re-disinfecting, the connector was replaced. Following catheter flushing, the solution was connected for infusion.

Manufacturer narrative:
The complaint of a damaged septum was confirmed; however, the root cause could not be determined. One photograph was provided for investigation. The top disc of the septum had separated from the rim of the top body. A portion of the septum top disk was pushed within the opening of the top body. Due to poor image quality, the presence or lack of adhesive could not be verified. Without the physical sample, the root cause could not be determined. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no related issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.